Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed a b40 error. The issue was found during set up/inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty printed circuit board (cm board). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction error code b40 was due to faulty printed circuit board (cm board). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.